Event description:
Caller states that he received a device a year ago and just recently went to use it and found that there were bloody strips in the drum vial. Caller insists that he has never used the product. The device had memory values present that caller insists weren't his. He reportedly used the lancet that was pre-loaded into the device and is concerned that someone else may have used it previously. Device previously used, and sent to user from manufacturer in this condition, caller states. Requested return of suspect device and replacement was sent.